Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's second implant was replaced because the implant was not functioning as it should, and they replaced that implant to get it working as it should be. No further complications were reported. No additional patient symptoms were reported.